Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient was very skinny. The patient will undergo a pocket revision wherein the physician will relocate the ipg.